Manufacturer narrative:
As stated in the original report, the user admitted that the unit was operated incorrectly in that the grounding pad was not attached to the generator when the generator was activated. The user stated that the patient received a shock when the unit was activated. Upon receipt of the unit, it was tested according to the users manual with particular attention paid to the expected warning light and output power shut off when the grounding pad was disconnected. In all cases, when the grounding pad was disconnected, the warning light was observed to light and the output power ceased. The situation that the user experienced could not be duplicated. This model of electrosurgery generator is ground referenced. It is possible to deliver power to the patient if the grounding pad is connected to the generator but not to the patient and the patient is at ground potential. It may be that this was the actual configuration at the time of the incident, and not as initially reported. The unit performs exactly as designed in such a situation.

Event description:
Pt received a shock during a gynecological procedure. According to the biomedical engineer, the grounding pad was inadvertently not connected to the generator when the generator was activated.